Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 15-jan-2019 with the following findings: the battery compartment was cracked from the top above the pad to the cover part. The ok keypad button was over responsive due to a cracked button contact. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked, and the ok button was over responsive. This report is made based on results of investigation completed on 15-jan-2019.